Event description:
It was reported that the lens was slow to unfold upon insertion and opacity was noted in the upper half of the lens one day post implant. It is to be noted that prior to implantation, the surgeon noticed the lens vial only half filled with the saline solution and the lens was difficult to fold into the inserter. There is no report of consequence to the patient or secondary intervention. This report pertains to the patient's right eye. No additional information has been provided.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.